Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump had repeated gas leak alarms were reported. Nurse stated that the alarm had occurred approximately five times in the past 24 hours. Nurse was seeking clarification on potential causes. Nurse reported that when the alarm occurs, staff press the iab fill key to clear it. Nurse confirmed there is no blood or discoloration in the helium tubing. When questioned about the patient condition, nurse stated that the patient was intubated on a peep of 5 with an elevated heart rate. Esp personnel reviewed the nature of the alarm with nurse and explained how the patient condition could be contributing to the alarm. Esp personnel walked her through the process of using the iab fill and start keys to restart therapy should a gas loss alarm occur again. Esp personnel also reinforced that she should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. Additionally, esp personnel advised nurse to call back if the alarms continued more than 2 to 3 times per hour. Nurse was appreciative of the information. No harm and injury was reported.